Manufacturer narrative:
Pelt, c., grijalva, r., anderson, l., anderson, m., erickson, j., peters, c. (2014, december 24). Two-stage revision tka is associated with high complication and failure rates. Advances in orthopedics volume 2014, article ID 659047, 7 pgs. The product was not available for return. Root cause cannot be determined. Condition is addressed through the package insert. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article titled, "two-stage revision tka is associated with high complication and failure rates", which aimed to report the results and complications of two-stage revision tka (total knee arthroplasty) for the treatment of periprosthetic joint infection (pji) and identify factors associated with failure using the maxim or vanguard, manufactured at biomet. Cobalt cement was also used in the patients for this study. The study retrospectively reviewed fifty-eight (58) where patients underwent two-stage revision tkas from 1998 to 2012 by a single surgeon. Failure was defined as persistent infection or reoperation after two-stage revision tka surgery. This complaint is reporting the medical death (female patient) for unknown reason . All other events will be reported in individual records which will be linked to this parent record in conclusion, chronic total knee arthroplasty infection remains difficult to treat. Although two-stage revision is considered the gold standard, there remains an incomplete understanding of the factors associated with failure.